Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the catheter was used after the use by date. It was also reported that the expiration date of the product was unclear as the label on the package stated "use by" and the instructions for use stated "use before." No patient complications have been reported as a result of this event.